Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe a blockage led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer is pulling all boxes with this lot from their shelves to keep from having to be trial and error to determine needles that are defective. They have had too many with issues that are either so resistant no solution will come out or the solution comes out the side. That might be why the solution came out the side on the one due to whatever is blocking the tip of the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe a blockage led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the customer is pulling all boxes with this lot from their shelves to keep from having to be trial and error to determine needles that are defective. They have had too many with issues that are either so resistant no solution will come out or the solution comes out the side. That might be why the solution came out the side on the one due to whatever is blocking the tip of the needle.